Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en route to fisher and paykel healthcare (f&p) for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
During device evaluation and performance testing of a rd900 neopuff infant resuscitator at our fisher & paykel healthcare (f&p) regional office in the united states, it was found that the manometer was giving a faulty reading. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Event description:
During device evaluation and performance testing of a rd900 neopuff infant resuscitator at our fisher & paykel healthcare (f&p) regional office in the united states, it was found that the manometer was giving a faulty reading. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service centre in the united states where it was inspected by a trained f&p technician. The unit was serviced, performance tested and returned to the customer. The front fascia, upper and lower end caps, and manometer of the subject device was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected and functionally tested. Results: visual inspection of the returned front fascia revealed physical damage to the external casing. During performance testing of the manometer and valve system, the manometer needle was observed to be jumpy. Functional testing of the valve confirmed that the peak inspiratory pressure (pip) knob and the max pressure relief (mp) knobs were not turning smoothly. The pressure valve knobs were disassembled to inspect the internal components and revealed no obstruction or uneven surfaces inside. Conclusion: our investigation is unable to determine the exact cause of the reported event. However, it is most likely caused by physical damage due to impact during transportation of the device. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.